Event description:
It was reported that the patient had an upper respiratory infection which was accompanied by coughing symptoms of diaphragmatic stimulation. An interrogation of the implantable cardioverter defibrillator (ICD) yields all normal working parameters for the patient. The left ventricular (lv) lead parameters of the ICD were reprogrammed to adjust for the diaphragmatic stimulation. The reprogramming resolved the diaphragmatic stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: h608h annuloplasty ring (B)(6) 1999; d224trk implantable cardioverter defibrillator (B)(6) 2010; 3830 implantable pacing lead (B)(6) 2010. (B)(4).